Event description:
During a procedure, surgeon reamed the pt to 13mm and then placed a 13mm x 420mm nail. Surgeon had to pound very hard to get the nail in place. Surgeon noted the nail was too long and tried to back it out. Nail was in too tight and it was left in the pt. X-ray taken the next day showed a lateral greater trochanter fracture, possibly caused by the hard pounding of the nail. Pt was returned to the or for placement of a blade plate. Intraoperative c-arm x-ray confirmed placement.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Subject device currently remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot # was provided. Mfg records could not be reviewed without a lot #. MFR date cannot be determined without a lot #.